Manufacturer narrative:
H6: investigation summary: during manufacturing of material 222239, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 1085486 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include physical attribute and bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All physical attribute and bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is. Tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and other complaints have been taken on batch 1085486 from other customers. Retention samples from batch 1085486 were not available for inspection. One photo was received for investigation. The photo shows one sleeve from batch 1085486 with microbial growth visible in the at least three plates in the sleeve. There is also a stack of plates next to the sleeve in the photo with cracks visible in some of the plate lids and very low fill of one media in the top plate. No return samples were received for investigation. This complaint can be confirmed for contamination, broken plates and uneven fill. Due to the number of complaints taken for contamination for material 222239, a CAPA (corrective and preventative actions) 3076308 has been initiated to determine the root cause and corrective actions of the contamination. H3 other text : see h10.

Event description:
It was reported that prior to use with 20 bd bbl¿ chromagar¿ orientation and bbl¿ trypticase¿ soy agar w/5% sheep blood (tsa ii)-I plate¿contamination was discovered on the plates. The following information was provided by the initial reporter: the medium has been contaminated before being used.

Manufacturer narrative:
Medical device brand name: bd bbl¿ chromagar¿ orientation bbl¿ trypticase¿ soy agar w/5% sheep blood (tsa ii)-I plate¿. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with 20 bd bbl¿ chromagar¿ orientation and bbl¿ trypticase¿ soy agar w/5% sheep blood (tsa ii)-I plate¿contamination was discovered on the plates. The following information was provided by the initial reporter: the medium has been contaminated before being used.